Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt mentioned they were originally implanted in 2019, but then in 2020, the pt noticed the spinal cord stimulator(scs) had moved and the pt had to have the hcp re-implant the scs. Pt said the scs had to be moved because the hcp put the scs in the "wrong area" and, after the pt lost weight, the scs moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.